Manufacturer narrative:
The exposed portion of the soft cannula was not bent or kinked. Corrosion was observed inside the device. Inspection of the soft cannula observed a tear that resulted in fluid leaking, which shorted the pcb. Due to the fluid leak, the download data could not be retrieved and it could not be conclusively determined if there were drive issues during use. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose reached 296 mg/dl while wearing the pod between 36 and 48 hours. The patient's cannula was found bent/kinked, when removed from the (leg). For treatment, every time he noticed it, he would ignore what the pdm was telling him to take and was taking more insulin than he was suppose too.